Event description:
The distributor reported that the pt alleged problems with insulin delivery during the past 3-4 weeks. It was stated that the insulin delivery was not always working correctly. The pt indicated that the pump emitted occlusion alarms 5-7 times during this time period. On (B)(6) 2010, the pump alerted with this alarm two times, first at 4:43 pm at which time the customer changed the infusion set with new cartridge and insulin. At 9:26 pm, the pump emitted another occlusion alarm and again the pt changed the infusion set. It was reported that the pt reported continuously elevated blood glucose values up to 350 mg/dl and that the pt does not use another insulin delivery method to correct elevations. The pt stated that in the last few months his hemoglobin a1c value has increased to 8.3%; there was no baseline value provided. Per pt, medical intervention was not required for any blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.